Event description:
It was reported following a pre-insertion angiogram of the right puncture site, an angio-seal device was deployed. The diameter of the lumen was measured at 5.3 mm. The sjm representative offered support to the physician during the deployment of the angio seal device. Reportedly, the angio-seal was placed perfectly; however, the physician immediately saw that the right foot of the pt appeared white. The physician then made an incision to open the artery, and discovered the suture was in the superficial femoral artery. The anchor and collagen were in the profunda femoral artery, blocking the flow of the artery. The angio-seal parts were removed and a surgical femoral angioplasty, using a patch graft was performed.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One strand of suture, anchor, and tamped collagen within a specimen jar were received for evaluation. The suture knot was present proximal to the collagen, both were tamped down to the anchor per instructions for use. A 1.6" section of suture was present proximal to the tamped collagen. Microscopic analysis of the proximal end of the suture revealed smooth, even strands, consistent with being cut by a sharp instrument. The suture was securely looped through the anchor and intact with no anomalies. Based of the information received, the angio-seal anchor and collagen were removed from the profunda femoris artery and had blocked blood flow. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. It should be noted that when this event occurred, the user was not angio-seal certified.